Manufacturer narrative:
Investigation summary: a sample was received in the columbus plant for evaluation. It came in a cardboard sample collector. It doesn¿t have packaging flow wrap. The barrel label confirms the lot# 7108803. It has the tip cap and the plunger-stopper properly assembled. The fluid saline is up to the 3ml mark. A visual inspection was done and no foreign matter was found on the tip cap or on the plunger rod. An additional inspection was performed with a 10x magnifier lens and no foreign matter was found on the tip cap or on the plunger. All our inspections performed while manufacturing this batch were accepted; no rejections were documented. There were no quality notifications issued during the production of this batch listed in the complaint. Investigation conclusion: this is the first complaint to the batch 7108803 for the same defect or symptom. During the production run of batch 7108803 there were no issues documented for any type of fm. Investigation comments: all our inspections performed while manufacturing this batch were accepted; no rejections were documented. Update dec07, 2017. A sample was received. It came in a cardboard sample collector. It doesn¿t have packaging flow wrap. The barrel label confirms the lot# 7108803. It has the tip cap and the plunger-stopper properly assembled. The fluid saline is up to the 3ml mark. A visual inspection was done not finding any fm on the tip cap and on the plunger rod; an additional inspection was performed with a 10x magnifier lens confirming no fm on the tip cap and on the plunger. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no issues documented about any type of foreign matter. Investigation comments: all our inspections performed while manufacturing this batch were accepted; no rejections were documented. Update dec07, 2017. A sample was received. It came in a cardboard sample collector. It doesn¿t have packaging flow wrap. The barrel label confirms the lot# 7108803. It has the tip cap and the plunger-stopper properly assembled. The fluid saline is up to the 3ml mark. A visual inspection was done not finding any fm on the tip cap and on the plunger rod; an additional inspection was performed with a 10x magnifier lens confirming no fm on the tip cap and on the plunger. Root cause description: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no issues documented about any type of foreign matter. DHR- during the production run of batch 7108803, there were no issues documented for any type of fm.

Event description:
It was reported that before use, the nurse found a bd¿ pre-filled normal saline syringe with black foreign matter on the tip, tip cap, and on the plunger rod. There was no report of injury or medical intervention.